Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd plastipak syringe 10ml luer-lok was broken/cracked, causing leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: the image sent by the customer was verified and it was possible to observe foreign matter. The barrel is also damaged. DHR review: the batch record was verified and the manufacturing date for this batch was january 15th to 16th, 2017. The process inspections were performed at proper frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 parts at assembly machine. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. DHR, quality notification, and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible to observe a cracked barrel. The potential cause for the problem is a barrel jam on assembly machine system. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, will be performed the blitz # 44/2018 for defects of damaged components and leakage.